Event description:
The pt was intubated with the enclosed mallinckrodt tracheal tube during general anesthesia. The cuff on the tube initially appeared to function normally, but a few mins into the anesthetic it became obvious that the cuff was not producing an air-tight seal. Upon further investigation the entire pilot balloon was found to have separated from the rest of the inflation system. Rptr doesn't believe it was attached properly to begin with. Physician inserted a needle into the inflation tubing, reinflated the balloon then clamped the tubing in order to enable physician to ventilate the pt. MFR has requested for rptr to send them the product.